Manufacturer narrative:
E1 reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer (biomedical engineer) on the v60 indicating that the head nurse of the respiratory department said that when preparing to use the ventilator for the patient, the nurse found that the ventilator reported an error of low leak ¿ co2 rebreathing risk message after being turned on, and there was a danger of repeated inhalation of carbon dioxide. The nurse immediately replaced another ventilator for the patient to use. It was reported there was no patient involvement at the time the issue was discovered, it was observed during patient set up. The biomedical engineer (bme) performed maintenance and found that the ventilator flow sensor was faulty, and after replacing the flow sensor, the ventilator error disappeared. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.